Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The vibrator feature properly and no anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and vibrator anomaly. Customer's blood glucose at time of incident was 8.6mmol/l. Customer stated pump intermittently vibrates and also that plastic has broken away around the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.